Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was completely shut off and had no power. A field service engineer (fse) remotely assisted the customer to reconnect all drawers to the main unit, and the pharmacist recovered successfully. The issue was resolved. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had pyxis completely shut down due to no power supply. The customer stated that they were unable to access the medication from the affected station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.